Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen is not working properly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. The customer's biomed repaired the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,e3,h6(clinical & impact).

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) screen is not working properly. There was no patient involvement.